Event description:
The customer reported that he was hospitalized with a high blood glucose reading of 875 mg/dl. The customer also stated that he had been experiencing low blood glucose levels for a month, and when suspending the insulin pump, his blood glucose levels would elevate. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. In addition, the customer reported severe scratches on the lcd screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery of off no power alarms noted. The insulin pump passed the displacement, rewind, basic occlusion, excessive no delivery and self tests. Unable to prime during the prime test due to a faulty force sensor. Unable to complete functional testing due to the prime anomaly. The insulin pump was received with a severely scratched lcd window and scratches around the casing.